Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac artery. A 7cm 6fr introducer sheath was placed. After a non bsc guide wire was advanced to cross the lesion, a 12mmx6cm epic stent was deployed without dilatation. Subsequently, a 9.0mmx20mmx80cm (5f) sterling balloon catheter was advanced for post dilation. However, upon the first inflation, the pressure on the inflation device was not increased after 3 atmospheres. The device was removed and was checked outside the patient's body where a pinhole/ rupture was confirmed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.